Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she went in for a heart procedure and the doctor noticed that her glucose level was elevating. The customer was disconnected from the insulin pump and treated with manual injections. The customer also stated that her glucose level was up and down. Advised the customer that a replacement of the insulin pump would be sent. No further information was provided.